Event description:
Ous MDR - after an implantation period of about 34 months, a eos alert was reported via home monitoring, while battery measurement had indicated mol1 via home monitoring the day before. It was decided to replace the ICD. As all lead measurement were in range at the time of replacement, the lead was kept with the new device. The device has not yet been returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. The device was implanted for 34 months. There were 14¿charging cycles documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, however the ability of the device to deliver defibrillation shocks was found compromised. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be normal. The battery was sent to the manufacturer for further analysis. Analysis of the battery:the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery. In summary, an internal insulation damage within the battery led to the battery depletion of the ICD and in consequence to the clinical observation.